Manufacturer narrative:
Device evaluated by MFR: a mustang 10 x 4, 14atm, 75cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 15mm proximal of the proximal balloon markerband. From the partial circumferential tear the balloon was also torn longitudinally for approximately 33mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a moderately calcified and moderately tortuous arteriovenous fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient condition was normal.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a moderately calcified and moderately tortuous arteriovenous fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient condition was normal.